Event description:
This report is being filed after the subsequent review of the following journal article: cheung, j., chan, c., (2011), cutout of proximal femoral antirotation (pfna) resulting from blocking of the sliding mechanism during the fracture collapse, journal of orthopaedic trauma, 25 (6), 51-55. This abstract reviewed a case of proximal femoral nail antirotation cutout resulting from the blocking of the gliding mechanism during fracture collapse by the lateral cortex. The trochanteric fracture had not healed on presentation and there was significant acetabulum protrusion of the device. Thus, a cemented total hip arthroplasty was required. This is report 1 of 1 for (B)(4). This report is for an unknown pfna.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Cheung, j., chan, c., (2011), cutout of proximal femoral antirotation resulting from blocking of the sliding mechanism during the fracture collapse, journal of orthopaedic trauma, 25 (6), 51-55. This report is for an unknown proximal femoral nail antirotation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.